Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not replicate customer reported complaint of would not seal. The instrument passed electrical continuity and energy activation testing. Energy activation was tested on an in-house system using a wet paper towel and steam/smoke was seen. The instrument also passed gap and grip force tests. Isi has reviewed the site's system logs with a procedure date of 08/08/2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon applied sutures to bleeding vessels after the endowrist vessel sealer allegedly failed to seal the vessels. However, at this time, the cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument allegedly would not seal. Initially, the initial reporter indicated that the there was no harm to the patient. On 08/09/2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the surgeon was attempting to seal tissue/vessels less than 7 mm in diameter. There were no unusual characteristics of the tissue. No calcification of vessels was reported. During sealing attempts with the endowrist vessel sealer instrument, the surgical staff reportedly heard the audible tones indicating that the sealing cycles were complete. At one point after the surgeon had attempted to seal an unspecified vessel, bleeding was observed and the surgeon concluded that the seal was not completed with the instrument. The surgeon controlled the bleeding by applying sutures to one or more unspecified vessel(s). The csr was unable to quantify the amount of blood loss from the reported event. No additional medical intervention was administered to address the bleeding. After the event occurred, the surgeon opened the jaws of the endowrist vessel sealer instrument to confirm that there were no staples stuck in the jaws. According to the csr, there were no related system errors that occurred during the reported event. The surgical procedure was completed.